Event description:
It was reported that the ventilator was not secure to the stand. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer requested onsite service to secure the unit to the stand. The service provider (sp) inspected the device. The sp replaced the cpu tray cover, bottom foot kit to secure the unit on the stand. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.